Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device screen was broken and unreadable. Blood glucose was not affected. A replacement device was shipped.